Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer says the chair slows down. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). RMA has been initiated for this issue. The malfunction has not been confirmed.